Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had multiple pump errors on the insulin pump. Customer's blood glucose was 10.7 mmol/l. Customer noted there were multiple hardware low level failure alarms which relate to the motor. Customer was advised that the pump will need to be returned and replaced.

Manufacturer narrative:
The insulin pump passed the functional test, including the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 63 alarm confirmed in the pump history due to cold solder joint on keypad assembly. The device had minor scratched lcd window.